Event description:
The customer reported the system displayed an error message and would not produce fluoroscopic x-rays. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supplies were adjusted. The system was then found to be operating as intended.